Event description:
It was reported that the fowler was bent and needed to be replaced. It was further reported that the weld was broken and the ground cable was ripped from the frame.

Manufacturer narrative:
Unit was tagged out of service by customer.